Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event described as feeling dizzy, nauseous, and confused, with the cause of the hypoglycemia unclear and no device component issue identified. Symptoms included hypoglycemia with confusion/disorientation, dizziness, and nausea. Outcomes included insufficient information regarding impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and no medical device problem identified, with device component information insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.